Event description:
While inserting a lens into the eye for a cataract surgery, the tail on one side of the lens broke off. Both the lens and the tail were removed without incident and a new lens was used.